Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f354 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f354 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete.

Event description:
The customer called to report a centrifuge bowl leak/break that occurred during a patient treatment at 211ml whole blood processed. The customer stated that the centrifuge bowl is broken and the bottom of the bowl was still present in the centrifuge platen. The customer indicated that the patient was a little shaken up and experienced an increase in heart rate due to the loud noise associated with the centrifuge bowl break. However, the customer stated that no medical intervention was required and indicated the incident was not a serious event. The patient was reported to be in stable condition and a new treatment was started after the incident occurred. The customer will not be returning product back for investigation.